Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased impedance was observed. During explant, an insulation anomaly was noted on the lead. The lead was replaced.